Event description:
The customer reported hydrogen peroxide contact on her hands. She stated that the contact site turned white as well as tingling and burning sensations. The customer denied requiring medical attention or treatment for the contact, she stated that the tingling and burning went away "quickly" and the discoloration was gone in less than 24 hrs. The customer reported that there was not a vaporizer plate in the unit.